Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for evaluation. Therefore, the reported issue could not be confirmed. The manufacturing records were reviewed, and no evidence of a non-conformance during the manufacturing process was found. The root cause for the leakage could not be identified. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an xlung kit experienced leakage. Once the circuit was attached to the patient, blood was dripping out of the housing at where the temperature probe would be inserted. A crack was observed on the housing. It was reported the product was in the covid ward so cannot be returned. Upon follow-up, it was confirmed that there was no adverse event for the patient. The set was changed in order for the patient to complete treatment. It was reported that the patients blood loss was minimal, however the amount was not provided.